Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the tortuous proximal left anterior descending (lad) artery. The lesion was predilated with 3.0 non-bsc balloon. The physician attempted to place the 3.00 x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. The stent strut was found to be lifted up. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.